Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023, this patient underwent an endovascular treatment using ribs (retrograde in-situ branched stent graft) technique with gore® tag® conformable thoracic stent graft with active control system (ctag), gore® excluder® iliac branch endoprosthesis and gore® viabahn® endoprosthesis with heparin bioactive surface for type b dissection. On an unknown date, 2023, one week later, endoleak was confirmed on contrast-enhanced computed tomography. On (B)(6), 2023, angiography confirmed type iii endoleak between the internal iliac component and ctag. On (B)(6), 2023, the patient underwent reintervention. Coil filling was performed near the aortic arch branches from the false lumen. The endoleak was resolved. The physician stated the following. During initial procedure, the final angiography was performed with the guidewire, and there was no endoleak.